Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered four inappropriate shocks for an atrial-driven rhythm. It was noted that the device classified the rhythm as an inhibit decision until a feature of the programming timed out. The physician noted this will be further monitored. No adverse patient effects were reported. Currently, this ICD remains in service.